Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed during bench testing; the battery flashed red when connected to a battery charger. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that the battery flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery is still able to charge and provide power to a controller. Testing revealed that the max error was abnormally high for the number of cycle counts the battery had, most likely due to a communication error that resulted in spurious write operations of the cycle count. This in turn resulted in a max error value above 100%. At some point, the spurious cycle count was corrected by the battery to the expected cycle count, but the high max error remained the same. The high max error was reset during testing and the battery performed as expected. Based on the available information, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a communication error, causing the battery to spuriously overwrite the cycle count, resulting in an abnormally high max error. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging and the indicator on the battery charger displayed a flashing red light. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.